Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. PMA 510(k): this device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k050441. The following sections could not be completed with the limited information provided: brand name ¿ ni. Device info - ni. Manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Remains implanted.

Event description:
It was reported that patient enrolled in a clinical study for the left side and experienced unknown related complications approximately one month post-implantation. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. This product is manufactured by zimmer biomet UK and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet UK manufactures a similar device that is cleared or distributed in the united states under 510(k) number k050441. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown.device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a small crack was noted below the tip of the prosthesis. No further information has been made available at this time.